Event description:
According to the reporter: occurred during a laparoscopic procedure. The stapling reload was not able to fire. In order to resolve the issue and complete the case, used another reload. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: occurred during a laparoscopic vats lobectomy procedure.